Event description:
The manufacturer received an allegation in relation to a trilogy 100 device. The user alleged the device was not putting out enough air. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was sent to the manufacturer's service center for evaluation. During evaluation it was found that the device powered on and functioned as expected. A review of the device error logs was performed and two errors involving the internal battery were observed. No repairs were performed and the device was scrapped.